Event description:
It was reported the patient¿s kidney was infected and some doctors stated it may have been from the implantable neurostimulator (ins). It was noted the patient¿s kidney was swollen and infected.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# j0454413v, implanted: (B)(6) 2004, explanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that they had not seen the patient since (B)(6) 2013. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).